Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the oversensing was a result of noise on the right ventricular (rv) lead. Provocative testing was performed but revealed no anomalies. No further intervention was performed and the patient will be monitored.

Event description:
During follow-up, oversensing was observed on the right ventricular lead. Abbott technical support was contacted and suggested to perform provocative testing. No intervention has been performed. The patient was in stable condition.